Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient wasn't able to get into MRI mode. System diagnostics recorded high impedances on the left l1 lead. Upon further investigation all of the patient's leads had migrated, which was confirmed via imaging. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.